Manufacturer narrative:
97755-s, sn: (B)(6), returned for product analysis. Analysis found scrapped due to being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt reported they were getting a message last night 5 times saying system error rm03 and they had to take out the battery to charge the implantable neurostimulator (ins). Pt stated they have had 'weird messages before' and taking out the battery would clear it up. Pt denied damage to the recharger telemetry module (rtm). Agent asked - pt stated the recharger has always gotten warm or hot - no pt harm was reported. When asked to confirm healthcare provider (hcp) - pt stated they hate their hcp and does not plan to go back to him. Pt stated they have a new neurosurgeon but, they have not talked to that hcp about the stimulator yet. Agent sent request to repair to replace the recharger. No symptoms were reported.